Event description:
In 2008, this patient was implanted with a gore tag thoracic endoprosthesis for treatment of a thoracoabdominal aneurysm. In 2009, gore was notified of a second procedure. The patient presented with a type I proximal endoleak and acute expansion of their aneurysm sac. The physician implanted a zenith tx2 taa endovascular graft single proximal extension piece into the patient's previously repaired thoracoabdominal aneurysm. Post-operatively, there was complete angiographic resolution of the type I endoleak and the patient tolerated the procedure. The physician stated the type I endoleak was not attributed to the gore tag thoracic endoprosthesis, but to progression of the disease.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.